Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was yesterday patient went to use the stimulator and it was turned off. This was the 3rd time it happened. Pt wanted to increase stim and realized it said stimulation was off. Patient did not turn it off. Patient left it on all the time and kept the controller in the case. Asked if the charge was low. Pt said implant charge was at 50%. Prior to that it was not low. The lowest patient could get was 30%. Pt said it happened 2 time before when stimulation turned off on its own. Pt did not know the event date. Yesterday was the 3rd time. Reviewed patient should keep track of when stim turns off and make sure to press the button on the top to turn stim on. Reviewed if the charging level of the implant goes low then the stim will turn off on its own. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.